Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported wife had aviva result of 16 mg/dl at 12:13 pm, wife was having convulsions. Husband treated wife by sprinkling sugar in her mouth and using a straw to drop grape juice into her mouth. 12:23 pm result was 56 mg/dl, 12:33 pm result was 61 mg/dl. Ems arrived at 12:38 pm and result was "below 20" mg/dl. Customer was treated with glucose drip and she began to come around. Customer was taken to the hospital to be monitored, was not admitted. Customer was released 2 hours later with a reading of 141 mg/dl. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.